Manufacturer narrative:
Correction: device manufacture date was not initially reported. The device manufacture date is sep 26, 2008.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. During a normal device change out procedure, the lead was capped and replaced. The patient tolerated the procedure and was in stable condition post operation.